Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device power up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms were noted. The device was received with minor scratches on lcd window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. Customer replaced the battery and got failed battery alarm. Troubleshooting was done. Customer's blood glucose was 85 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.